Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a pars plan vitrectomy surgery ophthalmic cannula silicone tip was missing from the tip. Procedure was completed on same day after replacing with new one. No patient harm was reported.

Manufacturer narrative:
One opened 25 ga soft tip cannula was received in a blister for the report of there was no blue silicone at the tip. The returned sample was visually inspected and was found to be non-conforming for the soft tip was missing from the cannula. A second visual was performed for presence of adhesive and was found to be conforming for adhesive was present in the inner diameter of the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. During assembly of the soft tip cannula adhesive is dispensed at the cannula soft tip interface. The evaluation of the returned sample identified adhesive inside of the cannula, therefore, how and when the soft tip and cannula became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).